Event description:
It was reported that there was a device circuit error reset retrieved from the performance data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-65 implantable tachy lead (B)(6) 2006; 6947-65 (B)(6) 2009. (B)(4).